Manufacturer narrative:
Continuation of d10: product ID 97745bp serial# (B)(6) product type accessory h3: analysis found device scrapped due to failed full charge capacity should be >1350mah reads 631mah. Scrapped due to failed state of health should be >=88% reads 82%. Scrapped due to broken tab. Scrapped due to failed cycle count should be 150 reads 745. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported they are having issues when trying to charge the implant. Caller stated they will start charging the implant and then the screen goes white and they can't do anything unless they reset the controller. Caller stated after resetting they see battery low; recharge the controller battery so they will plug back into the ac power supply and then eventually they can charge implant some. Caller confirmed it does not say batteries low; replace controller batteries soon...it seems to drain the battery so they have to plug it into power. Caller stated also the implant will increase by 10% and the controller battery will drain 20%. Agent did not ask about the circumstances that led to the reported issue. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed flashing green flashing light above screen; controller is 100 percent and implant is 70 percent. Caller confirmed no physical damage on recharger cord nor pins. Caller then connected recharging antenna and confirmed batteries (49) recharging excellent but then after a few minutes of recharging; the screen went blank unresponsive. Caller plugged the controller back into the power supply and the controller did not power back on. Caller had to remove and reinsert the battery again to get the controller to power back on. Troubleshooting did not resolve. Agent sent email to repair to replace the battery pack. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: product ID: 97745bp, serial/lot #:(B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.